Event description:
Additional information received: the duration that the procedure was not prolonged and the procedure was completed. Additionally, the user thinks the device malfunction occurred due to an end of life issue for the instrument.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated field b5). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the grasper jaw breaking off in the uterus of the patient which led to the device being retrieved could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus received a medwatch report (mw5145925) via email which stated: "while using essure scope set, the grasper jaw broke off in the uterus of the patient. The provider used another forcep to remove the broken piece. There was no harm to the patient." Upon further inquiry, it was reported the therapeutic procedure was completed successfully and there was no patient harm associated with the event.